Event description:
It was reported that the device was allegedly found to be damaged.

Manufacturer narrative:
Correction: h10 investigation results. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10/21/2009 to the present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The customer reported problem was [insert confirmed/not confirmed/cannot be determined]. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was allegedly found to be damaged.